Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.0.1, product ID: 9736355, software version: 2.0.2, h3, h6: no system checkout was performed because the issue was resolved on a call. B17, c20, d15 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported behavior was not able to reproduce in-house. Logs captured a corefile and segfault in qmlguiservice on the reported issue date. The program terminated with signal sigsegv, segmentation fault in "libnvidia-glcore.so.430.40" library during the function call "mre::details::defaultshaderstoragebufferobject::initialize()". Analysis found that the issue was related to the software. B01, c10, d02 are applicable. H3, h6: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that logs captured a segfault in "xfce4-session" on 01-mar-2023. Analysis found that the issue was related to the software. B01, c10, d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that the site registered the patient using trace registration, and they went to verify the registration and the 3d model was not visible but all of the trace points were visible. An error 64 message appeared on the screen and the system rebooted. The site were able to reselect the patient, restore registration and continue the case without delay. This occurred intraoperatively, and there was no reported impact to patient outcome.